Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had laid down and had taken a little nap, when they got up from the nap they had a sharp pain in their back. The patient stated that they tried to increase the numbers on the stimulator, but it didn't help at all. The patient stated that it didn't resolve the pain. The patient stated that they increase stimulation, and it didn't help with the pain. The patient stated that the pain is hip to hip across the back. The patient called the healthcare provider (hcp) and they told them to contact the manufacturer. The patient stated that the issue started suddenly on (B)(6) 2018. The patient stated that the program a treated a certain area and program b treats a different area. The patient stated that they are wondering which treats which area, and if they could change programs. Patient services stated that the hcp is the one that gives medical direction. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that to resolve the pain they switched from program b to a temporarily then back to b. The patient stated the pain had been resolved for about a week but then returned to a lesser degree compared to when they talked with the manufacturer representative. The patient was going to follow-up with their healthcare provider on (B)(6) 2018.